Event description:
It was reported while using bd insyte¿ autoguard¿ blood control foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about foreign matter of iagbc. According to the customer's report, a piece of another catheter is adhering to the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 31-aug-2022. H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter assembly of a 24g x 1.75in in an opened package. Through the visual inspection of the return unit, a cylindrical material that appears to be portion of a catheter is flowing in the provided package. Inspection of the photos display the material attached on the catheter therefore supporting your report of foreign matter. The observed foreign matter based on the location and appearance of the material is most likely a piece of a catheter used in autoguard manufacturing process. The catheter had been removed from and was received without the needle. The actuator had not been activated within the catheter adapter. This type of foreign matter is non-foreign as it is a material that is the manufacturing process and may have been introduced during packaging/manufacturing as a result of environmental factors, incoming material, personnel, or processing (e.g., plastic totes or machine components wear and tear). To mitigate the occurrence of these defects: operators perform cleaning per the quality plan, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd insyte¿ autoguard¿ blood control foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about foreign matter of iagbc. According to the customer's report, a piece of another catheter is adhering to the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.